Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. On (B)(6) 2025: 6:04 pm sg around 150 mg/dl; bg 232 mg/dl. 8:09 pm sg 60 mg/dl; bg 104 mg/dl. 9:10 pm: sg 76 mg/dl; bg 96 mg/dl. 10:54 pm: sg 90 mg/dl; bg 170 mg/dl. On (B)(6) 2025: 5:44 am: sg 70 mg/dl, bg 129 mg/dl. 9:08 am: sg 99 mg/dl, bg 241 mg/dl. 1:48 pm: sg 107 mg/dl, bg 244 mg/dl. 7:04 pm: sg 93 mg/dl, bg 218 mg/dl. 8:09 pm: sg128 mg/dl, bg 232 mg/dl. 9:18 pm: sg 113 mg/dl, 147 mg/dl. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On august 13, 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation.in-house testing confirmed that the sensor was chemically underperforming. However, a review of the dms data indicated that the signal strength was still adequate for normal system function during the period the sensor was inserted. Therefore, oxidation is unlikely to have contributed to the inaccuracies observed. The chemical degradation identified during in-house testing most likely occurred post-explant either during handling or transportation to senseonics.a review of the sensor data during the timeframe of the reported inaccuracies showed signs of intermittent optical instability. Such instability can result from temporary changes in the in vivo sensor environment, including the condition of the hydrogel or led, leading to noisy or inaccurate sensor glucose readings. This transient optical instability could not be reproduced during the returned product analysis, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 11 nov 2025. G3.date received by the manufacturer? 11 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.